Event description:
Patient contacted dexcom to report sensor gave inaccurate blood glucose readings. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
During the troubleshooting discussion, technical support discovered that the receiver got wet.